Manufacturer narrative:
It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a hakim valve could not be programmed after an MRI procedure for a syrinx, a fluid-filled cavity within the spinal cord or brain stem, and the device was explanted, replaced with another valve.

Manufacturer narrative:
Corrected field : device available for evaluation.

Manufacturer narrative:
(B)(4). The device was returned for evaluation-the valve was visually inspected; some biological debris was noted as well as cuts/tears in silicone housing. The position of the cam when valve was received was 200mmh2o. The valve was tested for programming and failed the test. The cam mechanism did not move during the programming process. The silicone was cut just after the cam mechanism; the mechanism was unstuck. The valve was tested for programming and passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring on the ruby ball, on the cam mechanism, on the base plate and in the valve casing. The cam magnets were tested, passed. A review of manufacturing records found the device conformed to specification when released to stock. The root cause of the problem reported by the customer is due to the biological debris found on the spring on the ruby ball, on the cam mechanism, on the base plate and in the valve casing. The root cause for the tear/cut in the silicone housing is probably due to the user. As noted in the IFU silicone has a low tear / cut resistance. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.